Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the system shut down on its own and a system message displayed. Additional information was received indicating the system was restarted and the case was completed with no harm to the patient.

Manufacturer narrative:
The company service representative examined the system, confirmed, and replicated the reported event. The nonconforming video & input/output (I/o) controller printed circuit board (pcb) was replaced to address the issue. The system was then tested and met all products specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming video & input/output (I/o) controller printed circuit board (pcb). The manufacturer internal reference number is: (B)(4).